Event description:
This spontaneous report was received on (B)(6) 2013 from a (B)(6) female consumer reporting on self from the united states. The medical history included diabetes, heart trouble, atrial fibrillation, high cholesterol, heart rate abnormal and allergy to iodine. The concomitant medications included unspecified blood thinner eleven times per week (5 mg each morning and 2.5 mg four nights a week), since 2007 for atrial fibrillation, calcium magnesium zinc pill daily, since two years for bones and teeth health, atorvastatin 10 mg once daily, since 1995 for high cholesterol, metformin 500 mg three times daily since 1995 for diabetes, lisinopril 20 mg daily since 1995 for her heart, flecainide two times daily since 2007 for heart, digoxin 0.125 mg daily since 2007 to maintain heart rhythm, and fish oil omega 3 two times weekly since two years for heart health. On (B)(6) 2013, the consumer started using band-aid brand adhesive bandages tough strips waterproof extra large cutaneously, one bandage several times to cover a small area on lower left arm (lot number 2992b, expiration date and wound unspecified ). On the next day at night, when she removed the band-aid, it pulled about two inches of her skin off and it started bleeding. After two hours of bleeding, she went to an emergency room and her wound was cleaned and dressing was applied. After four days, on (B)(6) 2013, she noticed that her wound was red, swollen and hot with fever and it was still bleeding hence she went to her personal doctor. She was diagnosed with skin tear laceration. Her wound was cleaned and dressed again. She was given a penicillin shot and amoxil (amoxicillin). She mentioned that it was somewhat better, but it remained hot, swollen and painful. On (B)(6) 2013, her wound was dressed with silver sulfadiazine cream by one of her doctors. After eight days, on (B)(6) 2013, in the afternoon, she returned to her doctor as her wound was leaking pus. She mentioned that the penicillin was not clearing the infection hence doctor changed the treatment to ciprofloxacin. After an unspecified duration, the device use was discontinued. The events did not resolve. This report was assessed as serious (significant intervention) and the company causality was assessed as related. This report was considered a non reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 21-nov-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a (B)(6) caucasian female consumer reporting on self from the (B)(6). The medical history included diabetes, heart trouble, atrial fibrillation, high cholesterol, heart rate abnormal and allergy to iodine. The concomitant medications included unspecified blood thinner eleven times per week (5 mg each morning and 2.5 mg four nights a week), since 2007 for atrial fibrillation, calcium magnesium zinc pill daily, since two years for bones and teeth health, atorvastatin 10 mg once daily, since 1995 for high cholesterol, metformin 500 mg three times daily since 1995 for diabetes, lisinopril 20 mg daily since 1995 for her heart, flecainide two times daily since 2007 for heart, digoxin 0.125 mg daily since 2007 to maintain heart rhythm, and fish oil omega 3 two times weekly since two years for heart health. On (B)(6) 2013, the consumer started using band-aid brand adhesive bandages tough strips waterproof extra large cutaneously, one bandage several times to cover a small area on lower left arm (lot number 2992b, expiration date and wound unspecified ). On the next day at night, when she removed the band-aid, it pulled about two inches of her skin off and it started bleeding. After two hours of bleeding, she went to an emergency room and her wound was cleaned and dressing was applied. After four days, on (B)(6) 2013, she noticed that her wound was red, swollen and hot with fever and it was still bleeding hence she went to her personal doctor. She was diagnosed with skin tear laceration. Her wound was cleaned and dressed again. She was given a penicillin shot and amoxil (amoxicillin). She mentioned that it was somewhat better, but it remained hot, swollen and painful. On (B)(6) 2013, her wound was dressed with silver sulfadiazine cream by one of her doctor. After eight days, on (B)(6) 2013, in the afternoon, she returned to her doctor as her wound was leaking pus. She mentioned that the penicillin was not clearing the infection hence doctor changed the treatment to ciprofloxacin. After an unspecified duration, the device use was discontinued. The events did not resolve. This report was assessed as serious (significant intervention) and the company causality was assessed as related. This report was considered a non reportable malfunction case in the united states. Additional information received on 04-nov-2013 returned sample received on 15-oct-2013 was visually inspected and no apparent defects were noted with the product or packaging. Adhesive was present and appeared evenly coated on the bandage strips. Batch record review report disclosed that all processes in place at time of manufacturing met specifications. Review of related product changes and manufacturing or facility revealed no non-conformances and deviations. Visual inspection of retain sample revealed no deviations and it appeared to be typical of the product. A review of the complaint data revealed no adverse trends and no trends involving this lot number. Root cause and disposition were undetermined. Complaint trends would continue to be monitored. This report remains serious (significant intervention). This report remains a non-reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 27-dec-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 01-oct-2013 from a (B)(6) caucasian female consumer reporting on self from the united states. The medical history included diabetes, heart trouble, atrial fibrillation, high cholesterol, heart rate abnormal and allergy to iodine. The concomitant medications included unspecified blood thinner eleven times per week (5 mg each morning and 2.5 mg four nights a week), since 2007 for atrial fibrillation, calcium magnesium zinc pill daily, since two years for bones and teeth health, atorvastatin 10 mg once daily, since 1995 for high cholesterol, metformin 500 mg three times daily since 1995 for diabetes, lisinopril 20 mg daily since 1995 for her heart, flecainide two times daily since 2007 for heart, digoxin 0.125 mg daily since 2007 to maintain heart rhythm, and fish oil omega 3 two times weekly since two years for heart health. On (B)(6) 2013, the consumer started using band-aid brand adhesive bandages tough strips waterproof extra large cutaneously, one bandage several times to cover a small area on lower left arm (lot number 2992b, expiration date and wound unspecified ). On the next day at night, when she removed the band-aid, it pulled about two inches of her skin off and it started bleeding. After two hours of bleeding, she went to an emergency room and her wound was cleaned and dressing was applied. After four days, on (B)(6) 2013, she noticed that her wound was red, swollen and hot with fever and it was still bleeding hence she went to her personal doctor. She was diagnosed with skin tear laceration. Her wound was cleaned and dressed again. She was given a penicillin shot and amoxil (amoxicillin). She mentioned that it was somewhat better, but it remained hot, swollen and painful. On (B)(6) 2013, her wound was dressed with silver sulfadiazine cream by one of her doctor. After eight days, on (B)(6) 2013, in the afternoon, she returned to her doctor as her wound was leaking pus. She mentioned that the penicillin was not clearing the infection hence doctor changed the treatment to ciprofloxacin. After an unspecified duration, the device use was discontinued. The events did not resolve. This report was assessed as serious (significant intervention) and the company causality was assessed as related. This report was considered a non reportable malfunction case in the united states. Additional information received on 04-nov-2013 returned sample received on 15-oct-2013 was visually inspected and no apparent defects were noted with the product or packaging. Adhesive was present and appeared evenly coated on the bandage strips. Batch record review report disclosed that all processes in place at time of manufacturing met specifications. Review of related product changes and manufacturing or facility revealed no non-conformances and deviations. Visual inspection of retain sample revealed no deviations and it appeared to be typical of the product. A review of the complaint data revealed no adverse trends and no trends involving this lot number. Root cause and disposition were undetermined. Complaint trends would continue to be monitored. This report remains serious (significant intervention). This report remains a non-reportable malfunction case in the united states. Additional information received on 16-dec-2013: the consumer stated that the injury due to bandaid resulted in a large scar on the lower left arm. This report remains serious (significant intervention). This report remains a non-reportable malfunction case in the united states.